Manufacturer narrative:
(B)(4). Investigation completed:the returned meter did meet all the testing performance;the meter is functioning properly as intended. R&d root cause investigation completed;returned strips did undergo a humidity study. Returned test strips producing high glucose results is due to improper storage of returned test strips: the returned vial was most likely compromised by being left open for an extended period of time; consequently,the strips within the returned vial were exposed to a humid environment.

Event description:
Costumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 328 mg/dl. The customer's expected fasting blood glucose test result range is 88 - 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 224 mg/dl and 193 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/28/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 328mg/dl.